Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed because the patient has been experiencing anterior and medial knee pain. Patella was resurfaced using 32mm resurfacing patella. Verasense was used and then balanced using a 12mm poly and a soft tissue release on the medial side.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).